Manufacturer narrative:
Maquet cardiovascular submits this report on behalf of the legal manufacturer of the device maquet cardiopulmonary (B)(4). Maquet cardiopulmonary ag provides product failure investigation, analysis and resolution for the device in this report. Being investigated. Based on the current info, the exact cause of the event is undetermined. Additional info about the coagulation profile and the perfusion records have been requested. Once additional info becomes available, a follow up report will be submitted. Items marked ni are unk to us at this time. MFR. Report#: 8010762-2011-00002. (B)(4). Additional info from the importer report: maquet cardiovascular is submitting an additional initial report as the uf/importer reporter.

Event description:
Oxygenator failed during ECMO because of clotting after 12 hours. The pt suffered from whipples disease. No knowledge of blood parameters or the pt's coagulation profile. (B)(4).